Manufacturer narrative:
This report is being filed on an international product, alinity s htlv I/ii, list 6p07-55, that has a similar product distributed in the us, list number 6p07-60. Patient identifier: multiple = (B)(6). Patient information: no further donor information was provided. Ticket searches for reagent lot 01139be00 determined that there was normal complaint activity. Tracking and trending report review determined that there were no related trends for the alinity s htlv I/ii assay. A retained kit of alinity s htlv I/ii reagent, lot number 01139be00 was calibrated and controls were tested. The calibration passed, and all controls were in the typical range. The reagent kit was also tested in a clinical specificity setup using a human negative population panel and additional replicates of negative control. The results were in the typical range and no false reactive results were obtained. Manufacturing documentation for the reagent lot was reviewed and did not identify any issues associated with false reactive results. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information and this investigation, no systemic issue or deficiency of the alinity s htlv I/ii assay was identified.

Event description:
The customer observed false positive htlv-I/ii result on the alinity s analyzer. Donation (B)(6): 10.21, 10.01 and 9.19 s/co, negative on alternate method donation (B)(6): 6.34, 5.72 and 5.82 s/co, negative on alternate method donation (B)(6): 5.97, 5.89 and 5.40 s/co, weak positive on alternate method, negative on follow up. No impact to patient/donor management was reported.